Manufacturer narrative:
The doctor confirmed that the patients involved in the reported incidents are doing fine. The doctor replaced the fillings using a different product and expects the sensitivity to subside. A review of the manufacturing records was conducted for both premise and the optibond all-in-one that was concomitantly used, and it was found that both products were accepted and released within qa specifications.

Event description:
On (B) (6) 2010, a doctor reported to kerr corporation that seven patients experienced sensitivity after having fillings placed with premise. The doctor replaced the fillings of all seven patients in order to alleviate the sensitivity they were experiencing. This is the fifth of the seven incidents reported.